Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the reported issue. However the stm discovered blood in the iabp due to blood back parts. To fix this issue the stm replaced the blood contaminated parts and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient fluid ingress and fault code #3 occurred on the cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.